Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was advanced and deployed in the laa. Upon deployment of the closure device, the posterior wall of the laa was perforated. A pericardial effusion developed on the posterior wall. Pericardiocentesis was performed to treat the effusion. The effusion did not improve. The procedure was aborted and the patient was sent to surgery. It was further reported that cardiac arrest occurred.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was advanced and deployed in the laa. Upon deployment of the closure device, the posterior wall of the laa was perforated. A pericardial effusion developed on the posterior wall. Pericardiocentesis was performed to treat the effusion. The effusion did not improve. The procedure was aborted and the patient was sent to surgery.